Event description:
Caller states that she cut her finger while running routine controls. She states that she wrapped the control vial with a soft cloth, but still cut her finger on glass that protruded from vial. Caller self treated with antibacterial soap, alcohol, and a band-aid. Device: coaguchek s low volume controls, cat/3033384.

Manufacturer narrative:
Suspect device is coaguchek test strip control.